Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed a wire was sticking out near the tip of the instrument. The instrument was found with a frayed pitch cable at distal clevis hub. No damage was found at the clevis. The frayed segment was approximately 0.04 in length. No other cable damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to a da vinci s procedure a wire on the prograsp forceps instrument was sticking out near the tip. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.